Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level 400 mg/dl. The customer¿s mother states the insulin pump keeps turning off and the display is blank. The customer¿s mother did troubleshoot the issue and will receive a new battery cap. The customer¿s mother declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.